Event description:
The surgeon implanted a cc4204bf collamer plate lens, diopter +23.0, but the haptic broke while being inserted. The lens was removed with no pt injury. The surgeon stated the cause for the broken haptic was the injector. An indigo-p injector and an afc-25 fp cartridge were used but the contact was unable to recall the lot numbers.